Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va23cel, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 18-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative reporting that there was a problem during implantation of the implantable neurostimulator (ins). Visually the lead seemed to be damaged. The surgeon needed the screwdriver (included in the implant box) to disconnect the extension and see if was possible to connect the ins, it was possible but that was when the lead was found to be damaged. The impedance test failed. A message displayed of ¿no lead connected.¿ the surgeon concluded that the lead was really damaged, the ins could not work with a damaged lead. The lead and ins were explanted. The contributing factor was while the patient was sleeping, they involuntarily pulled on the twist-lock so the connection between the lead and extension was damaged. Another surgery will be proposed to the patient later on as the patient had a very positive test/trial. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.